Event description:
A patient underwent emergent repair of type I aortic disseciton using bioglue surgical adhesive. At approximately 36-hours post-operatively, an acute change in the perfusion to the patient's bilateral lower extremities was identified. A vascular specialist was consulted, and the patient underwent bilateral thrombectomies and fasciotomies. A clot was discovered in the patient's femoral arteries bilaterally and was removed. The vascular surgeon reported that the clot was composed of bioglue, but the material was not sent to pathology so it is not available for evaluation.